Manufacturer narrative:
Code 213: investigation summary: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Images have been requested for evaluation from the physician, but were not provided. Therefore an imaging evaluation could not be performed. With no additional information provided, gore is unable to perform further investigations of this incident. Based on the event description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6: code 213: a review of the technical manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code 3233: a review of the sterilization and heparin coating manufacturing records is being performed. H6: code 4111: images have been requested for evaluation from the physician, but were not provided. Therefore an imaging evaluation could not be performed. In total two (2) reports related to this event are being submitted. Manufacturer report number 2017233-2021-02409. Manufacturer report number 2017233-2021-02410.

Event description:
On (B)(6) 2020, the patient underwent an endovascular branched aortic repair (bevar) with a customized fenestrated / branched stent graft component (cook medical) because of a thoracoabdominal aneurysm type iii. The following branches were treated with one gore® viabahn® vbx balloon expandable endoprosthesis (viabahn® vbx device) each: celiac artery, right renal artery, superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was used to treat the left renal artery. Access was gained via a cut down to the axillary artery to implant the viabahn® vbx devices and the viabahn® device. On (B)(6) 2020, the patient presented with a total occlusion of the right renal artery which was resolved during an endovascular reintervention on the same day. They performed a mechanical thrombectomy by aspiration using the penumbra system (penumbra inc.) And relined the lesion with a viabahn device. On (B)(6) 2021, the patient presented with a total re-occlusion of the right renal artery branch. In (B)(6) 2021, the responsible physician re-evaluated the images related to this event. They stated, that according to his new assessment total re-occlusion of the right renal artery branch is procedure-related and not device related.

Event description:
On (B)(6) 2020, the patient underwent an endovascular branched aortic repair (bevar) with a customized fenestrated / branched stent graft component (cook medical) because of a thoracoabdominal aneurysm type iii. The following branches were treated with one gore® viabahn® vbx balloon expandable endoprosthesis (viabahn® vbx device) each: celiac artery, right renal artery, superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was used to treat the left renal artery. Access was gained via a cut down to the axillary artery to implant the viabahn® vbx devices and the viabahn® device. On (B)(6) 2020, the patient presented with a total occlusion of the right renal artery which was resolved during an endovascular reintervention on the same day. They performed a mechanical thrombectomy by aspiration using the penumbra system (penumbra inc.) And relined the lesion with a viabahn device. On (B)(6) 2021, the patient presented with a total re-occlusion of the right renal artery branch.

Manufacturer narrative:
The occlusion of the viabahn® vbx device dated (B)(6) 2020, was reported to FDA with MFR report # 2017233-2020-00424. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.